Event description:
It was reported to medtronic minimed that the customer reported the pump was a crack, and the pump does not hold insulin. Also, the customer reported leaking insulin from the reservoir, the metal screw does not hold on to the battery on the back, and the pump always sounds alarms due to batteries not being able to stay on the pump. The customer reported no adverse event. The event involved product(s) mmt-1880 and unk_reservoir. Troubleshooting was not performed, and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. No product return is required for mmt-1880 and unk_reservoir.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0872 inches. Toggled on/off and increased/decreased volume with the audio feature, and all was functioning properly. Toggled on/off the vibrate feature functioning properly. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. No unexpected pump error 63 alarms were noted in the history files or traces. Total of 40 units of normal bolus was delivered on (B)(6) 2025. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the pcba 1, pcba 2, force sensor or motor home switch. The p-cap/reservoir does lock properly. The following were noted during visual inspection: missing display window/cover, cracked case, battery tube threads - cracked, label damage (stained and faded) and cracked case-corner of belt clip rails. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery and audio anomaly were not confirmed. Cosmetic damages confirmed at the corner case of the belt clip rails, battery tube threads and case. Unable to verify battery cap damage due to not receiving original battery cap during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.